Event description:
According to the reporter: the ta90-3.5 stapler was used in the initial surgery to close the enterotomy. Pt had cancer and small bowel resection was performed as a side to side functional end to end anastomosis. Reportedly, the stapler laid the staples and the site was checked before closing. When the site was tested no problem occurred during surgery and no over sewing was performed on the staple line. The pt developed a cardiac arrhythmia one day post operative and the pt was transferred to another hosp with a cardiac unit. During the 2nd post op, the pt's pressure dropped and developed a fever. The pt was brought to the or and the surgeon reported a hole in the surgery site where the ta staple line was laid. The surgeon did not report if there were any signs of ischemia. The pt expired in 2007. The initial procedure was performed one month earlier.

Manufacturer narrative:
Date report submitted: january.02.2007.